Event description:
It was reported, the endoscope reprocessor had a fluid leak from device. The issue occurred at reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. An olympus field service engineer (fse) was dispatched to the user facility and the following was found during inspection: replaced the lid packing to resolve leak. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. While the device was not returned to olympus, the investigation results suggest that deterioration of the cleaning cover gasket itself or improper installation (floating or coming off) may have caused leakage from between the cleaning cover and the cleaning tank. An olympus field service engineer determined that there was an abnormality in the cleaning cover gasket and replaced it to resolve the issue. Olympus will continue to monitor field performance for this device.